Event description:
Cook medical reported for the customer, "a tear was noted in svc. This was noted to be a tined lead." Additional information update: as per dm data base form "blood pressure dripping, patient taken from cath. Lab to operating room for surgery to repair tear. Initial extraction on right side of 104 month, passive, ICD/rv lead creating tear from excessive adhesions/calcification. Once in surgery ep and surgeon decided to removed capped leads on left side as well, by cutting tips internally and extracting the rest superiorly." Patient has been taken to surgery.

Manufacturer narrative:
(B)(4). According to information supplied to trackwise, this product is not being returned for evaluation. As the devices have not been returned for evaluation the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined.